Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert for high right ventricular (rv) lead pacing impedance measurement was detected on this implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. The device and lead remain in service. Additional information received. There were no other out of range measurements noted. In addition, the alert was not suspected to be a lead issue. No further action was required. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was explanted for an unrelated observation and returned for analysis.